Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00349: driver, 3025141-2019-00351: screw.

Event description:
A surgeon was implanting an aculoc 2 plate. While inserting a locking screw, the driver tip broke off in the screw head and could not be removed; the driver tip remains implanted.